Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture of the device tore while tightening the loop. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: the complaint is not confirmed. Two broken unpackaged white round to flat sutures were received though this is not the alleged complaint device as the complaint device only has #5 white round suture. Without the return of the correct device for physical evaluation, the cause cannot be confirmed. However, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the suture. Per dfu-0147. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant.